Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system shows "failure in srmanager". The hardware and instruments passed the system checkout. Further analysis pending. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the computer does not fully boot up. It stops on "loading kernel" there was no patient present. On 2020-jan-10 it was reported that the cause of the issue was that there were some corrupted files in operation system. The computer of the system will be replaced to resolve the issue.